Manufacturer narrative:
The insulin pump passed self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and dog chew marks around casing. All operating currents are within specification. No unexpected blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a button error alarm. The customer's spouse reported that the insulin pump would not turn on. The customer's blood glucose was 580 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.